Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Complaints text (B)(6) 2018 20:18:13 erp_rfc_user related (B)(4); complaints text (B)(6) 2018 20:18:04 (B)(4) inquired what led up to the complaint. Customer response: customer states that he received a brand new insulin pump. Customer states that he has been on the pump for two days. Customer states that it is asking for a calibration. Customer's outcome pertaining to the complaint: avd cust that he wont be able to calibrate with that high of a bg. Adv customer that his bg 's need to be stable before calibrating. Additional notes: customer states that he has been running higher and would be calling his hcp tomorrow because his settings need to be adjusted. Customer declined t/s states he would be giving a correction dose. Ship: nothing / return: nothing.